Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device evaluated by MFR: a symmetry sv/3.5-4/4t/90 was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The balloon was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from a pinhole in the balloon located within the distal balloon sleeve 3mm distal from the distal markerband. The rated burst pressure for this device is 15 atmospheres as per symmetry product specification. A visual and tactile examination identified the inner shaft was stretched down, distal to the distal edge of the distal markerband. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilation. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured and a vertical crack at the tip of the balloon was noted. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient was stable. It was further reported that the target lesion was located in the moderately tortuous and mildly calcified vessel with 85% stenosis.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilation. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured and a vertical crack at the tip of the balloon was noted. The device was removed and the procedure was completed with a different device. There were no patient complicaions and the patient was stable.